Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. The three way latex foley catheter was returned without the original packaging. The device was used for treatment purposes. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the foley catheter spontaneously fell out three days after placement.

Event description:
It was reported that the foley catheter spontaneously fell out three days after placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter spontaneously fell out three days after placement.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. The three way latex foley catheter was returned without the original packaging. The device was used for treatment purposes. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a labelling review is not required. Corrections: d,g,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.